Event description:
As reported, approximately 5.5 years post op the initial tka, this patient's was revised due wear of the tibial insert. Wear was observed in the retrieved tibial insert, and the femoral component, tibial plate and insert were replaced to new one manufactured by a competitor. No patient information provided. Patient condition not reported.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical device(s): 244-02-04 - 4742101 - optetrak asy hi-flex ps cem fem, sz 4, left; 200-04-44 - 4794335 - cemented finned tib. Tra sz 4f/4t.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear secondary to a combination of incomplete seating of the insert at the time of implantation leading to motion of the insert within the tray and subsequent wear and/or uneven pressure distribution from instability and component alignment. However, the individual contributions of these issues to the sequence of events cannot be determined as limited clinical information was provided. Section h11: the following sections have corrected information: (d1) brand name: optetrak hi-flex tibial insert sz 4 11mm. (D4) catalog number: 244-24-11; unique identifier (UDI) #: (B)(4). (H6) component code: 734, bearings.